Event description:
It was reported that the ¿lead¿ came free and needed to be re-anchored a second time (one year after it had occurred before, see (B)(4)). Per the patient, the healthcare professional (hcp) ¿told the patient that he was not sure how to re-anchor the lead¿ and the patient told the hcp to ¿use a dremmel to file down a bone and screw the lead to the bone with titanium.¿ the patient stated that the hcp used his idea to re-anchor the lead. No drug or outcome reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).